Event description:
It was reported that during set-up of a da vinci si surgical procedure, the cables on the megasuturecut needle driver instrument were found to frayed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was frayed at the distal idler pulley and the frayed strands stuck out at the wrist. The other cables at wrist did not exhibit damage. Engineering evaluation also found that the same frayed grip cable is derailed at the distal idler pulley. The grips still opened and closed; however the movement may not be precise. Engineering concluded that derailment of the cable was likely due to losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the cable derailment. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.